Event description:
After receiving spinal cord stimulator developed new and increased pain in back muscles and spine. Stimulator overheated and caused shocks even after turning product off with remote. Had revision surgery (B)(6) 2019 at which time pain became debilitating. On (B)(6) 2020 had stimulator removed. Have had to file for disability. Severe pain. FDA safety report ID # (B)(4).